Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be reproduced or verified. The device was functionally tested and passed successfully. The device data log was examined; however, the activity log had been overwritten on the date of the reported event. In the absence of the event log, the claim cannot be thoroughly assessed for the algorithm decision rendered. The customer was contacted to determine if a log was available to revew, but we have not been successful to date. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.